Event description:
The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles an issue related to a ventilator's sound abatement foam. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow-up report will be filed. Section h6 updated in this report. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on mar 26, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles an issue related to a ventilator's sound abatement foam. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The manufacturer's service center confirmed the they have particles in airpath. Device was scrapped.